Event description:
It was reported that the patient was referred for a prophylactic battery change. It was reported from the patient¿s mother that the patient was having more seizures recently due to battery depletion. The patient¿s battery is at 11-25%. The mother reported that the neurosurgeon believes the battery depleted too quickly. Design history record was reviewed for the model 106 generator. This generator has the potential to have been laser routed. The patient's device was replaced. The explanted device was discarded and is not available for return.